Manufacturer narrative:
The actual complaint product was not returned for evaluation. The device history record and sterilization record for this lot have been reviewed and found to be in compliance. There was no nonconformity or deviations during the manufacturing process which related to the nature of the complaint. The root cause could not be determined. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample device was not returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported on behalf of a consumer that the consumer experience lacrimation, sensation of scratch sensation, red eyes, eye pain, discharge, dry eye, blurry vision, burning in both eyes. The consumer visited doctor and diagnosed with phototoxicity. The consumer was prescribed with unspecified antibiotics. The current status of the consumer¿s eye was resolved at the time of this report. Additional information has been requested but not yet received.